Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned and investigated. The reported gripper actuation issue was not confirmed. The difficulty grasping the leaflets could not be replicated in a testing environment as the failure mode was related to procedural operational circumstances/patient anatomy. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of mitral valve injury as listed in the mitraclip ntr/xtr system instructions for use is a known possible complication associated with mitraclip procedure. All available information was investigated, and the reported grasping issue appears to be due to challenging patient morphology/pathology (pre-existing flail) in conjunction with procedural circumstances as clip visualizing difficulties were noted during the procedure. A definitive cause for the reported difficult to open or close (gripper actuation) could not be determined. The reported tissue damage was due to procedural conditions of grasping the leaflets under poor visualization circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue and suspected tissue damage. It was reported that the mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr). One clip was successfully implanted. To further reduce mr, a second mitraclip delivery system (cds) was advanced; however, the leaflets could not be grasped due to challenging echo imaging, so the device was removed and was not implanted. An xtr cds was advanced to the mitral valve. Grasping was difficult due to imaging and after the third grasping attempt one of the gripper arms was no longer dropping. Although not confirmed, due to difficult imaging, the clip may have worsened the pre-existing flail. The clip was removed without issue and was replaced with another clip. A total of two clips were implanted, reducing mr to 3-4. There was no reported clinically significant delay in the procedure. No additional information was provided.